Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil vanished'), pregnancy with contraceptive device ('sterilized yet pregnant') and abortion spontaneous ('pregnant and then no heartbeat') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: dye test: successful occlusion. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s social media : abortion spontaneous, device dislocation, device ineffective,pregnancy with contraceptive device. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil vanished'), pregnancy with contraceptive device ('sterilized yet pregnant') and abortion spontaneous ('pregnant and then no heartbeat') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: dye test : successful occlusion. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s social media : abortion spontaneous, device dislocation, device ineffective,pregnancy with contraceptive device amendment: the report was amended for the following reason: this report was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted from bayer safety database. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.